Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Concomitant products that used in this study: lasso, thermocool sf catheter. Other company¿s devices that were used in this study: vdrive robotic catheter manipulation system, v-loop, v-cas. (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 120 patients with paroxysmal or persistent af disease underwent catheter ablation from august 2012 to december 2013. Subjects were randomly assigned to be evaluated by a lasso catheter controlled either by vdrive or manual manipulation (2:1, vdrive:manual). Among them, 1 patient had cardiac tamponade in the vdrive arm group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿vdrive evaluation of remote steering and testing in lasso electrophysiology procedures study: the versatile study in atrial fibrillation ablation.¿ the purpose of this study was to compare the clinical performance of the system to conventional cmc navigation according to efficiency and safety endpoints. Suspect device is a navistar rmt thermocool catheter, however catalog and lot number is unknown.